Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a bluetooth malfunction. There was no reported adverse impact to the customer. Tandem technical support made multiple attempts to troubleshoot, but customer did not respond.